Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported "catheter kinked/leaking." No patient harm was reported. The catheter was removed. The patients condition was not available, at the time of this report.

Manufacturer narrative:
Qn# (B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 02/01/2023, should be retracted.